Event description:
It was reported by the customer that the balloon was pretested before insertion. The catheter was inserted through the sheath, into the right side of the heart. The balloon was inflated with a syringe from the kit. During inflation, the balloon "burst" inside of the heart releasing co2. The catheter was in the pt for approx 10 minutes. As a result, the catheter was removed and another ai-07121 was successfully used to complete the procedure. There was no medical surgical/intervention required. The pt is okay.

Manufacturer narrative:
Sample will not be returned for eval. F/u report will be filed if add'l info becomes available.